Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 3 years due to endocarditis and aortic insufficiency. The healthcare provider noted that this event was not related to a device malfunction. Per the op report, this patient initially had this valve implanted for aortic stenosis. The patient did well from the point of view of his valve surgery and recovered nicely. He had abdominal discomfort and chest discomfort this past rail and underwent echocardiography. This demonstrated normal left ventricular function, mild concentric left ventricular hypertrophy, mildly calcified aortic valve prosthesis with 3/4+ aortic valvular insufficiency. Because of this, he underwent workup including cardiac catheterization and transesophageal echocardiography, and this confirmed the perivalvular leak as well as nonobstructive coronary artery disease. Therefore, redo-aortic valve replacement was scheduled. The patient was found to have a large perivalvular jet on intraoperative transesophageal echocardiogram. The valve was carefully examined, and initially it appeared to have dehisced from the left sinus at its nadir through the left to right commissure and towards the almost midportion of the right sinus. There was a thin area of aortic intima overlying the valve from the nadir of the right sinus around to the midportion or a nadir of the noncoronary sinus. The valve was sharply excised, and it appeared that there was an old abscess underneath the valve that had caused this dehiscence. There was no evidence of purulence and no evidence of active infection, but this did appear to be old endocarditis that had healed. The abscess and annulus were thoroughly debrided and a new edwards bioprosthetic valve was implanted. The valve seated very well without any evidence of perivalvular issues. Postoperative intraoperative tee confirmed a well-seated normally functioning bioprosthetic valve with no perivalvular leaks, normal ventricular function and only minimal mitral valvular insufficiency.

Manufacturer narrative:
Device not returned. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. In this case, the op report documents an old abscess underneath the valve that had caused the dehiscence, leading to the leak. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the root cause of this event cannot be confirmed without the sample device. No further actions are possible with the available information.